Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 3.0x32mm promus element stent was advanced however the stent was deformed. The stent was removed and the procedure was completed with another 3.0x32mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with stent damage. From the middle of the stent to the proximal end various struts were misaligned and lifted. Parts of the stent appeared pinched causing a slight flattening of the stent. The hypotube had minor kinks at various locations. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The 3.0x32mm promus element stent was advanced; however, the stent was deformed. The stent was removed and the procedure was completed with another 3.0x32mm promus element stent. No patient complications were reported and the patient status is stable.